Event description:
User experiencing discrepant results on several different patient samples, different assays. The following examples were provided: sample 1: initial ast result 0 u/I, repeat result 21 u/l; sample 2: initial alkaline phosphatase result 0 u/l, repeat 50 u/l; sample 3: initial glucose result 0 mg/dl, repeat 324 mg/dl; sample 4: initial ast result 0 u/l, repeat 11 u/l; sample 5: initial phosphorus result 0 mg/dl, repeat 5.0 mg/dl; initial total protein result 0 mg/dl, repeat 5.6 mg/dl sample 6: initial glucose result 0 mg/dl, repeat 88 mg/dl. Initial results were reported. The field service representative determined there were problems with the reagent and sample probes. The instrument was repaired.